Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant and stretching. Lead was returned damaged. Lead stretched from original length 58cm to 60cm. Visual analysis found the proximal conductor distorted, outer insulation breached and blood ingression.

Event description:
It was reported that during the implant procedure, the physician had a very difficult time getting the lead into a good position. The physician got another access area into the vein and removed the right ventricular (rv) lead to insert it into the new access area. When the lead was pulled out, the physician felt that it was damaged and stretched. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.